Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported from or/nicu that while transporting a critically ill, septic nicu patient for abdominal surgery, the patient was receiving triple vasoactive therapy with maxed out infusions of dopamine, epinephrine, and dobutamine. There was a disconnect of (2) syringe pumps on the way to the or, and there were three separate disconnects of (2) syringe pumps on the way back to the nicu. Epinephrine and dobutamine disconnected twice during transport, necessitating juggling ventilation and re-programming critical infusions while in the hospital hallway. Although requested, further information was not provided.